Event description:
It was reported that during an unk procedure, an error code 5 occurred. The titanium tip of scalpel was broken. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the tissue pad missing (piece returned) and with the distal tip of the blade broken off and not returned with the device. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. As the tissue pad was not returned, further evaluation could not be performed.